Event description:
Customer reported system is locking up and joystick is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rui assembly. System operates as intended.